Manufacturer narrative:
Note: this complaint is not related to a failed pre-use check test. The service engineer reported that the problem with an "internal loss" was solved by correcting a defect in a mobile cart drawer slide. No pictures describing the drawer slide problem were received. No further issues have been reported.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).